Event description:
Event description guidant received information that upon interrogation, this cardiac resynchronization therapy defibrillator (crt-d) displayed a warning message which stated 'shorted shocking lead condition has been detected'. The patient had received two shocks, the first had an impedance of 31 ohms, and the second has an impedance of <20 ohms. Additional information was received stating the device was explanted and replaced with a competitor's model. No adverse patient symptoms were reported.